Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed, cause unknown. The product returned was one 5 fr dual lumen powerpicc, two guidewires and associated stylet/flushing assembly. The flushing assembly and stylet were not attached to the PICC. The stylet core wire is broken and coil wire is extensively unraveled. The catheter has not been trimmed, but displays blood residue. The flushing hang tag is in place on the stylet. The tip of the distal section of core wire exhibits narrowing/necking, consistent with tensile damage. A 12 ml syringe was filled with water and used to successfully flush both lumens without resistance. After patency was confirmed, a non-complainant stylet was inserted into the red lumen and the flushing assembly was attached to the luer. The lumen was re-primed using the flushing assembly/syringe and the stylet was removed without resistance. As damage to the stylet was apparent and no issues were found within the catheter, the complaint is confirmed, but the cause is unknown. Possible causes include kinking of the catheter, clamp deployment, and inadequate priming. The IFU states, ¿disconnect the t-lock and stylet from the catheter luer connector. Stabilize the catheter position by applying light pressure to the vein distal to the insertion site. Slowly remove the t-lock and stylet, as a unit. Do not remove stylet through t-lock. Caution: never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of reaq0852 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the passage of the catheter, the guidewire presented resistance to be removed. The nurse stated that the primary flushing was done and the clamp was opened, and the guidewire still could not be removed from the catheter.